Event description:
It was reported that the unit did not turn on during preparation for surgery. It was further reported that the unit displayed the following error message: error 2-red, blue led module failure.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.